Event description:
It was reported that patient underwent a reimplant surgery of an artificial urinary sphincter (aus). Previous aus device was explanted 6 months ago due to other surgery problems. No information about previous sling device is available. Additional information was requested, however no further information was available.